Event description:
It was reported that the right ventricular lead was capped due to inappropriate shocks caused by oversensing of noise. Low ventricular lead impedance was also noted. The impedance had decreased over time. A shadow was also found on an x-ray, indicating that the lead is receiving pressure from the collarbone. This pressure is suspected to have caused an insulation breach. No further patient complications were reported as a result of this event.